Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the emergency medical service was dispatched and get hospitalized due to high blood glucose level on (B)(6) 2020. Customer had blood glucose level of 590 mg/dl. Customer was treated with insulin drip. Customer stated that the battery compartment was damaged. The insulin pump will not be returned for analysis.